Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 511 mg/dl. Customer's blood glucose down to 498 mg/dl. Customer had dehydration and vomiting. Customer stated that they were not using auto mode feature. Customer was treated with insulin pump manual injection. Customer stated that the insulin pump was under delivering because customer had high blood glucose level. Customer stated that the insulin pump had hardware low level failure alarm during self test and insulin pump failed self test. Customer was able to complete rewind. Customer was able to clear alarm. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.